Manufacturer narrative:
Lee, j. S., hong, j. M., lee, s., joo, I. S., lim, y. C. & kim, s. Y. (2013). The combined use of mechanical thrombectomy devices is feasible for treating acute carotid terminus occlusion. Acta neurochirurgica, 155(4), 635-641. Doi:10.1007/s00701-013-1649-5. The solitaire device has not been returned for analysis; product analysis cannot be performed. The article did not provide sufficient information to rule out or confirm any other potential causes. Based on the provided information, the report of solitaire separation could not be confirmed and the cause could not be determined. All products are 100% inspected for damages and irregularities during manufacture. Mdrs related to this article: 2029214-2017-01018, 2029214-2017-01019. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review found a report of solitaire stent detachment. The purpose of this article was to investigate the feasibility of combined stent-assisted and clot aspiration mechanical thrombectomy for effective recanalization of acute carotid terminus occlusion. The authors reviewed ten patients (median age 69 years; six female; four male) with acute ischemic stroke secondary to carotid terminus occlusion. The patients underwent intra-arterial treatment with both stent retrieval (solitaire ab or fr) and negative-pressured clot aspiration systems. The article states that inadvertent self-detachment of the solitaire stent occurred in one patient.